Event description:
The sales associate reported that the cdi 101 monitor was broken. No other details regarding the nature of this event were provided. There are no reported adverse consequences to a pt as a result of this event.